Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported the handpiece overheated during a cataract extraction with intraocular lens implant procedure. The patient experienced a corneal burn. The surgeon had difficulty in completing the case. No system messages were displayed. The case was extended by an hour and a half. The procedure was completed using an alternate handpiece. Additional information has been requested.

Event description:
Additional information has been received indicating the patient experienced a wound leak at the burn site. Three sutures were needed to close the wound. The patient has developed corneal astigmatism.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The returned phaco handpiece was connected to a calibrated constellation vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).